Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. The investigation for the reported obstruction of flow and unexpected medical intervention could not be determined. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The product risk assessment identifies this as a foreseeable event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps/instructions. . Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous peripheral intervention (ppi) procedure using an 8f sheath. Reportedly, no back flow was observed from the marker lumen when the device was positioned in the artery. The marker lumen had not been flushed successfully prior to use. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.